Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited low sensing which resulted in failure to sense. The ra lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. A complete lead was returned in one piece for analysis with all tines noted intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.